Event description:
The reporter stated the surgeon inserted a collamer single piece lens in the patient's eye. The physician changed his mind and decided remove and implant a different model and size lens - cq2015a 21.5 there was no patient injury. There was no problem with the device. It was physician's preference to change to a different model.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes: results - (other): a visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was not related to the device. It was physician's preference, the surgeon changed his mind and decided to implant a different model lens. (B)(4).